Event description:
It was reported that the patient experienced pump mechanical issues with an inflatable penile prosthesis (ipp) as the component was sticking. The patient underwent a revision surgery in january in which the pump was removed. Upon explant the pump worked well so the component was repositioned. On september the pump was still not working. A revision surgery was performed in which the existing pump was removed and replaced. No information was provided about the patient's outcome.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes as no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided. Device technical analysis: the ams 700 momentary squeeze (ms) pump was visually inspected. The pump observed to be dimpled when performed manual leak test; however, no leaks were found. The pump was functionally tested and failed the 8lb. Activation test. The pump therefore required more than 8lbs. Of force to activate. Product analysis concluded a pump failed functional activation tested as the most probable cause of the event, as issues activating the pump could affect the overall functionality of the device. The device would not be functional and operated differently than expected. Product analysis confirmed pump malfunction. Based on this investigation, the investigation conclusion code of cause traced to component failure was chosen because the reported events could be traced to a component failure. Device history record review: a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformance, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Risk review: a review of the ams 700 hazard analysis was completed and confirmed that the event was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Labeling review: there is no objective evidence that the user did not properly handle or use the device according to device labeling. The manual was unlikely to be the cause of the reported complaint.

Event description:
It was reported that the patient experienced pump mechanical issues with an inflatable penile prosthesis (ipp) as the component was sticking. The patient underwent a revision surgery in (B)(6) in which the pump was removed. Upon explant the pump worked well so the component was repositioned. On (B)(6) the pump was still not working. A revision surgery was performed in which the existing pump was removed and replaced. No information was provided about the patient's outcome.

Event description:
It was reported that the patient experienced pump mechanical issues with an inflatable penile prosthesis (ipp) as the component was sticking. The patient underwent a revision surgery in january in which the pump was removed. Upon explant the pump worked well so the component was repositioned. On september the pump was still not working. A revision surgery was performed in which the existing pump was removed and replaced. No information was provided about the patient's outcome.